Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump had sticky buttons and also mentioned during troubleshooting for button error/keypad anomaly that they experienced high blood glucose level of 400 mg/dl at the time of the incident. Customer stated that the buttons stick and hard to push and slow to respond. Customer verified that the time advanced on the screen. Customer stated no significant event leading to event. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.